Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3: reference MFR. Reports:1627487-2016-02026 & 1627487-2016-02027. It was reported the patient has an infection at his scs lead sites where the anchors are located. Prior to notification of this event, the patient received antibiotics. It was also reported the site(s) were red and tender. The patient is now receiving intra-venous antibiotics for 6 weeks.

Event description:
Device 3 of 4. Reference MFR. Reports:1627487-2016-02026,1627487-2016-02027 & 1627487-2016-03272. Additional information received identified that per the physician, the patient's infection had not responded sufficiently to the antibiotics. As a result, the patient's scs system was explanted. Additionally, the patient's PICC line was replaced with a new one. It was also reported the infection was confirmed as staphylococcus and is located at the scs ipg pocket site. The patient will be monitored. The scs ipg is being reported as device 4.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Reports:1627487-2016-02026,1627487-2016-02027 & 1627487-2016-03272. Additional information received identified that per the patient, he has been cleared from his infectious disease physician and is no longer taking any medications for the infection.